Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center had no image and an e402 and e212 error messages were displayed. The issue occurred during installation, prior to a diagnostic procedure, when trying to set up the device for video input using rgb. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that they were using rgb printer out port to supply a video feed to a break out cable and then to the computer video card, but they were not able to identify which digital file system was being used. Tac instructed the customer to go into the video system's advance menu to change the video output format to sd. The customer was then able to gent an image. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device was tested with multiple test scopes and the color of reproduction and all signals were normal. The device was put into burn in test for one hour and then checked. The device passed all functional testing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.